Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a high blood glucose of 483 mg/dl. They had changed the infusion set. Their blood glucose then went up to 583 mg/dl. The customer had treated with the insulin pump. Troubleshooting was performed. The device passed the self-test, displacement test, and reservoir check. The customer declined to perform the basic occlusion test. The device will not be returned for analysis.